Manufacturer narrative:
Implantation of this screw at c1 is an off label use. The screws are intended for use in the upper thoracic spine (t1-t3) only, as stated in the instructions for use. Problem appears to be related to improper an off label use of the device.

Event description:
In 2006, c1-c2 fixation was done with long shank screws at c1 and standard screws at c2 on atlantoaxial subluxation patient in another country. In 2007, one of the long shank screws was found broken. No re-operation has not been scheduled at this time. As surgical intervention may occur, an MDR is being filed to document this event.